Manufacturer narrative:
The reported issue was not confirmed. A patient of an unspecified age, gender, demographic, or medical history expired on (B)(6) 2017. The patient was reportedly prescribed 1 syringe of orthovisc every night for 4 weeks intra-articular into the right knee. The patient's date of use was at an unknown date in 2016. Patient was diagnosed with osteoarthritis. Patient family contact and clinic information was not provided. Additional information was not provided upon request. There was no report of any device malfunction referenced in the medwatch report. There was no report of any unusual appearance with the packaging or device at the time of use. Clinical review of the case details determined that there is insufficient information to determine an association between the intra-injection and the reported complaint. Cause of death is not stated. Intra-injection was at least greater than 1 year prior to the reported death. Insufficient information about patient demographics, pre-existing medical history, and cause of death. Supplemental information: a review of the lots batch record was performed. There was one planned deviation and no non-conformances documented in the product record. The planned deviation is not related to the reported event. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon new and relevant information.

Event description:
On 09jan2023, it was reported to anika by the distributor that they received a medwatch report (mw507512) from the FDA. The patient's daughter reported that the patient of an unreported age and demographic expired on (B)(6) 2017. The patient was reportedly prescribed 1 syringe of orthovisc every night for 4 weeks intra-articular into the right knee. The patient's date of use was at an unknown date in 2016. Patient was diagnosed with osteoarthritis. Patient family contact information was not provided. The name and address of the clinic who treated the patient is not reported on the medwatch. There was no report of any device malfunction referenced in the medwatch report. There was no report of any unusual appearance with the packaging or device at the time of use.

Manufacturer narrative:
This case is still under investigation. A cursory clinical assessment determined a possible association between the intra-injection and the reported event. It was reported that the intra-injection was at least greater than one year prior to the reported death and the patient's demographics, age, medical history and cause of death is unreported. A supplemental report will be submitted upon receipt of new and relevant information and or when the investigation is completed by the manufacturing plant.

Event description:
On 09jan2023, it was reported to anika by the distributor that they received a medwatch report (mw507512) from the FDA. The patient's daughter reported that the patient of an unreported age and demographic expired on (B)(6) 2017. The patient was reportedly prescribed 1 syringe of orthovisc every night for 4 weeks intra-articular into the right knee. The patient's date of use was at an unknown date in 2016. Patient was diagnosed with osteoarthritis. Patient family contact information was not provided. The name and address of the clinic who treated the patient is not reported on the medwatch. There was no report of any device malfunction referenced in the medwatch report. There was no report of any unusual appearance with the packaging or device at the time of use.